Event description:
While placing the genesis 6mm x 12mm balloon mounted stent for deployment in the left renal artery the balloon started leaking at 4 atmospheres of the initial inflation then ruptured causing an incomplete deployment of the stent. The stent would not re-cannulate for balloon expansion. Multiple attempts were made to retrieve and re-cannulate the stent but failed. Subsequently the left artery thrombosed.